Event description:
During call on full cardiac arrest "code blue" pt who had been down nearly 15 minutes, head of pacer cable (plug sleeve) broke off as cables were placed into monitor. When customer attempted to remove the cable from the unit, the "key pins" remained in the unit with wire exposed. Customer claims these were new pacing cables.